Event description:
Poly wear was found while pt was being revised to address loosening of the liner that occurred when pt had a stroke and fell down.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.